Manufacturer narrative:
The system was serviced in the field and hardware parts were replaced. The system passed all tests and was performing as intended. The umbilical cable was replaced and it was confirmed charging function had been restored after cable replacement. Verified batteries to had full charge after overnight recharge. Concomitant medical products: product ID: b i71000475, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the green "battery charging" light was off and the "battery level" orange display was static and dropping on the system. The representative was onsite and confirmed the customers observation. The fuses were initially checked on the mobile viewing station (mvs) power board and were found to be good. The 125vac was present on the mvs power board when the umbilical connected to the system. The presence of 125vac on the system at the input of "lf1" was not present. From previous troubleshooting it was reasoned that the problem was likely an open circuit in one of the vac lines of the umbilical. The customer was advised not to use the system as the charging circuit was compromised. There was no patient present.

Manufacturer narrative:
H2: initial reporter information has been updated, see e1-e3. Concomitant product bi30000443 lot #: rev. 3 : fm072852-00487 concomitant product bi30000443 has been received, but not analyzed. Codes 4118, 3233, and 11 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The cable assembly was returned and the issue was confirmed. The battery levels displayed orange. The mobile viewing station (mvs) interface was tested and failed bench test. The umbilical cable was found to have a open connection. H6 10,120,4307 are associated with system check out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.